Manufacturer narrative:
This was initially reported on the summary report dated 8/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced dysuria, localized pelvic pain, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems, emotional distress, a product problem and other unspecified injuries. The device remains implanted. Furthermore, it was reported that the plaintiff died. The causes of death were reported as complications of metastatic bladder cancer and cerebrovascular accident pulmonary embolism. Related to manufacturer report #: 3011770902-2016-00217.